Event description:
According to the reporter, during an opthalmic surgery, while on suturing the soft tissues of the eyeball, the device¿s thread broke. A new device was used in order to complete the case. No patient injury.